Event description:
On (B)(6) 2023, the customer alleged to medela llc that she was not responding to the pump in style max flow and it was not emptying her. The customer also alleged that she has been struggling with back-to-back mastitis.

Manufacturer narrative:
In follow up with a complaint handler on (B)(6) 2023, the customer stated that the mastitis started around the end of may, and she was prescribed an antibiotic. Additionally, she stated that she is still working through some symptoms, but it is resolving after acquiring a competitor's pump. The customer did not want a replacement pump. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.